Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The following sections have been corrected/updated: b4, b5, d2, d9, g1, g3, g6, h1, h2, h3, h4, h6, and h11. Visual examination of the returned product found no related damage to the hose. Functional testing of the hose could not be performed by the repair site. The dermatome hose was returned to the customer as-is. Lot/serial identification is necessary for review of device history records, and lot/serial identification was not provided. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available.

Event description:
It was reported that during a case, there was an air leak in the hose to device connection site. Leak happened and could not maintain pressure - it was believed the hose was the problem. The device body had oil on it, which got on the surgeons' gloves. It was unknown if there was any patient harm or surgical delay. Due diligence is complete, there is no additional information available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.